Event description:
A surgeon reported a central major crack/scratch in the intraocular lens (iol). The lens was exchanged at one month postoperative. The surgeon indicated the use of unapproved viscoelastics during the procedure. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed for the iol or associated products because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root case is most likely related to a failure to follow the dfu. The account indicated the use of unqualified viscoelastics. The use of unapproved products may result in lens delivery difficulties or product damage. Additional info has been requested. (B)(4).